Event description:
It has been reported that the customer's xprt covers (7 months old) are holding stains which could be a sign of potential fluid ingress. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - stain.